Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the lot number for the involved device. No further information is available. Please provide the procedure name and date. No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke at the middle part. No pieces fell into the patient. No adverse patient consequences were reported. Additional information was requested.